Manufacturer narrative:
The 3-spike disposable set involved in the incident was not available for investigation. The library/retain sample for this lot number was reviewed and no manufacturing issues were noted. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. All 3-spike disposable sets are 100% leak tested, and 100% visually inspected prior to release from belmont medical technologies. It was reported that the system had been in use for an hour when the leak was discovered. The operator's manual instructs the user to routinely check patient and system parameters. It was reported that the disposable set was replaced; there was no injury to the patient. Belmont will continue to monitor, and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility that a 3-spike disposable set was leaking at the nozzle of the heat exchanger during normal use. It was reported that the system was in use for an hour, and the flow rate of leaking was slow. When the leak was discovered, it was noted that a large amount of blood had dripped onto the floor. The 3-spike disposable set was replaced.